Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed. Estimated blood loss was minimal. Dialyzer leaking from end cap. Blood was observed to be leaking from threaded end cap and down side of dialyzer. The pt experienced no ill effect, no medical intervention required. Sample was discarded and is unavailable for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.